Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 1000.0 mcg/ml at 6.0 mcg/day. Analysis found high battery resistance that resulted in a lab failure. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen, indicated for intractable spasticity and cerebral palsy. The pump was returned to the manufacturer without a complaint. The patient's pump was explanted on (B)(6) 2017. The reason for removal was to avoid in vivo battery depletion. It was indicated that it was a normal battery replacement. The device was used with/in the patient and was intended for treatment. A patient death was not reported. There was no reported patient injury. There were no rotor or dye studies performed. The pump was returned to the manufacturer for archive/storage. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.